Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient passed away on (B)(6) 2014. The death was cardiac related. The patient was alone at home and reportedly wearing the lifevest at the time of passing. However, a review of the patient's downloaded data indicated that the patient was in a life-sustaining rhythm ("bigeminy" at 40bpm) when the electrode belt was disconnected at 12:25:39 on that date. Subsequent monitoring of the patient's rhythm was not possible. While monitoring the patient's rhythm, no sustained ventricular tachyarrhythmias were detected. There were no alleged deficiencies against the lifevest. During the initial evaluation of the death, zoll regulatory affairs determined that the death, zoll regulatory affairs determined that the death was not reportable as the patient was in a life sustaining rhythm at the patient was in a life sustaining rhythm at the time the belt was disconnected from the monitor. On (B)(6) 2015, additional information was received from the distributor indicating the battery pack the patient was using at the time of passing was unable to power on a monitor. A review of the patient flags revealed that the patient experienced "runtime" expired flags on the day of passing after 20 hours of using the battery. As received, battery pack sn (B)(4) was unable to power on a monitor and charge. Upon investigation the battery pack was excessively discharged, preventing it from charging and powering on a monitor. The root cause of the excessively discharged cells was likely due to the battery being used in the monitor for about 24 hours on the day of passing, and not being charged after that time. The battery packs typically last for 24 hours before initiating 'runtime expired' flags. The root cause of 'runtime expired' flags after 20 hours of use in the field was unable to be positively identified.

Manufacturer narrative:
Conclusion: a review of the patient's downloaded data indicates that the electrode belt was disconnected on (B)(6) 2014 at 12:25:39pm and the device was last shut down on 03:05:00pm. The battery was originally placed in the monitor at 03:43:50pm on (B)(6) 2015. Starting at 11:31:50am on (B)(6) 2014, about 20 hours later, multiple battery pack 'runtime expired' events were recorded. The monitor properly alerted the 'replace battery' notifications. About an hour after the 'replace battery' notifications began, the belt was disconnected. At that time, the battery had sufficient reserve capacity to operate for another two and a half hours, before the device was shut down. While monitoring the patient's rhythm, no sustained ventricular tachyarrhythmias were detected. Subsequent monitoring of the patient's rhythm was not possible due to electrode belt disconnection. Device evaluation summary: device evaluation of monitor sn (B)(4), belt sn (B)(4), and battery sn (B)(4) have been completed. As received, the monitor and belt were fully functional and able to detect and treat. All alarm and notification operations were fully functional. Monitor sn (B)(4) - reuse. Belt sn (B)(4): (B)(6) 2013 - reuse. Battery pack sn (B)(4): (B)(6) 2014 - reuse.